Manufacturer narrative:
This follow-up report is being filed to report additional information.

Manufacturer narrative:
Investigations results concluded that no devices were received; therefore the condition of the components is unknown. Review of the device history records for 141232 lot j3806312, 141232 lot 577330, and 183024 lot 463990 identified no deviations or anomalies. Review of the device history record for 183024 lot j3802557 identified related no deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. UDI - (B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient alleged experiencing a pain and an allergic reaction to metal post-implantation. No additional information has been provided.